Manufacturer narrative:
The investigation into the embolism issue has been completed. The device was not returned for investigation only a usb drive was sent. The case log data was returned but did not show any device malfunction; the device functioned within specification. The root cause of the embolism issue was not determined since product was not returned. Without further information, it is not possible to determine the exact root cause of the patient¿s subsequent death in another hospital and establish a definitive association with impella use.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The family member of a (B)(6) 2023 supported impella cp patient contacted abiomed to report upon the patient death and an allegation that the use of impella caused the patient outcome. The patient had multiple comorbidities (inclusive of cgs, ef 15%, copd, tbi, tobacco, meth use and sob) and had a twenty-five hour support. The pump was then explanted without any harm or injury noted. The family member noted that after explant the patient transferred out to another hospital and then nine days later the patient expired from cardiogenic shock (cgs).